Event description:
Reportedly, the pt expired in 2008. The reason for the pt's demise is unk. The device was implanted on nineteen days earlier. It is unk if the pt's demise was attributed to the device as no further details were provided.

Manufacturer narrative:
Device not returned.